Event description:
On (B)(6) 2025, the patient reported that an ilet pump displayed an unresponsive screen while attempting to connect a dexcom g6 sensor. The device remained stuck on a graph screen and did not respond to back navigation. The user was unable to access the ilet mobile application to restart the pump until after receiving a firmware update prompt, which required a phone restart. Following troubleshooting, the user regained access to alerts, selected ¿replace sensor,¿ entered the pairing code, and successfully transitioned the device to pairing mode without requiring a supply change. No adverse clinical effects were reported. The event resulted in no injury, no medical intervention, and no interruption of therapy beyond transient troubleshooting. Investigation included review of the user¿s report, remote troubleshooting guidance, and recommendation to attempt a firmware update when the pump charge exceeded 50 percent. The pump regained responsiveness after device and phone restarts, and sensor pairing proceeded as expected. The event was consistent with a temporary user interface responsiveness issue. Normal function was restored after restart, and continued monitoring was advised. The device has not been returned. If returned, it will be evaluated, and a supplemental report will be filed.